Event description:
The pt is implanted with two leads (from the same lot). It was reported the pt's feet get cold only when the stimulation is on. X-rays were taken and revealed one of the leads had migrated. The pt has declined to undergo surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.